Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2008 due to patient allegations of elevated cocr levels, pain, discomfort, inflammation, weakness, soreness, difficulty walking, and decreased range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00434 / 00435).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 due to patient allegations of elevated cocr levels, pain, discomfort, inflammation, weakness, soreness, difficulty walking, and decreased range of motion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision performed on (B)(6) 2008 was due to a loose acetabular cup, foreign body reaction and metal hypersensitivity. The operative notes further indicated the presence of a creamy white fluid. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.